Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped3 pipeline vantage flow diverter (fd), phenom catheter, and unknown catheter had complications. Glasgow coma scale: 15. Glasgow outcome scale (gos): 5. Hemorrhagic - radiological follow up. Diagnostic examination: angiography. Modified raymond scale: class I. Cekirge scale: 1. Stenosis/ intrastent hyperplasia: yes. Degree: severe stenosis (> 75%). Localisation: distal third morphological change fd: yes. Cover branch alterations; yes, occluded. Other surgical treatment: no.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no complications or clinical events. No other surgical treatment reported. Pathology assessment on (B)(6) 2023 indicated a large (16-25 mm) unruptured saccular shaped anterior circulation ica rear communicating branch aneurysm.